Manufacturer narrative:
(B)(4). F&p are currently in the process of retrieving further information regarding the reported event. Further information has been requested from the healthcare facility regarding the sequence of events and the medical cause of death. In addition, f&p new zealand has requested the complaint opt944 optiflow + adult nasal cannula for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the opt94x optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices . Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found detached from the 3-way connector during use. The healthcare facility reported the following sequence of events, a patient's condition worsened from midnight on (B)(6) 2022 to the following day. On (B)(6) 2022, it was discovered that the opt944 optiflow + adult nasal cannula tubing had detached from the 3-way connector and the patient subsequently deceased. It is unknown if there is any causal relationship between the subject device and the patient death. Further information has been requested from the healthcare facility regarding the sequence of events and the medical cause of death. In addition, f&p new zealand has requested the complaint opt944 optiflow + adult nasal cannula for evaluation.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow+ adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow+ interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The opt944 optiflow+ adult nasal cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the subject opt944 optiflow+ adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Multiple attempts were made to request both the return of the device and further information from the healthcare facility. However, no further information or photograph were provided by the healthcare facility and the device was not returned. Our investigation is therefore based on the limited information provided by the customer, and our knowledge of the product. Results: the healthcare facility stated the opt944 optiflow+ adult nasal cannula was found removed from the patient's face, resulting in therapy cessation. Furthermore, after placing the cannula on the patient the tubing of the opt944 optiflow+ adult nasal cannula was found detached from the 3-way connector. Conclusion: the healthcare facility reported that the opt944 optiflow+ adult nasal cannula was found removed from the patient's face and was located on their chest. F&p is unable to determine how the opt944 optiflow+ adult nasal cannula was removed. When the opt944 optiflow+ adult nasal cannula was removed from the patient's face, this would have resulted in the cessation of the nasal high flow therapy used to treat the patient. Therefore, the cessation of the therapy is likely to have caused the patient's desaturation. The healthcare facility also reported that after the opt944 optiflow+ adult nasal cannula was re-fitted, the tubing of the cannula was found detached from the 3-way connector. Without the return of the subject device, f&p cannot determine the exact cause for the disconnection. Based on our knowledge of the product, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. F&p's manufacturing controls for the optiflow+ adult nasal cannula include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. Manufacturing controls are in place during production to inspect 100% of the manufactured units. The optiflow+ adult nasal cannula is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. Any product that fails these inspections is disposed of. As such, the complaint device opt944 optiflow+ adult nasal cannula would have met the required specifications at the time of manufacturing. The device history record (dhrs) for the lot was reviewed. No nonconformances were noted on the DHR and it is confirmed the lot was manufactured according to specification and passed all the required control measures. The healthcare facility also reported that the tubing of opt944 optiflow+ adult nasal cannula could not be reconnected after it was identified that the cannula was disconnected from 3-way connector. The user instructions which accompany the opt944 optiflow+ adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including the connection points for the setup. The user instructions of the opt944 optiflow+ adult nasal cannula state that failure to use the set-up as described can compromise performance and affect patient safety. Furthermore, the user instructions of the opt944 optiflow+ adult nasal cannula state that the device should be connected to the f&p devices listed in the user instructions. The healthcare facility reported that the opt944 optiflow+ adult nasal cannula was connected to a non-f&p device. Therefore, the setup was not completed in accordance with the product user instructions. The user instructions of the opt944 optiflow+ adult nasal cannula also state: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "the cannula can become unattached if not used with the headstrap clip" - "attach tubing clip to clothing/bedding to prevent the cannula from pulling off face". - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow+ adult nasal cannula was found detached from the 3-way connector during use. The healthcare facility reported the sequence of events as follows. It was reported that a patient in their 70s was being treated for pneumonia. On (B)(6) 2022, due to an increased level of dyspnea, a non-f&p oxygen mask with an increased flow rate of 10l was used on the patient. As the saturation level of the patient did not improve, the patient was placed on nasal high flow therapy using an opt944 optiflow+ adult nasal cannula with a flow rate of 60l/min and 80% oxygen supplied. The patient's condition stabilized at 40l/min with 90% oxygen supplied. The healthcare facility also reported that the opt944 optiflow+ adult nasal cannula was connected to a non-f&p circuit and humidifier. The healthcare facility stated that on (B)(6) 2022 the patient's saturation level dropped to 40% spo2 and the opt944 optiflow+ adult nasal cannula was found removed from the patient's face and was located on their chest. The opt944 optiflow+ adult nasal cannula was immediately refitted, but the patient's spo2 did not increase. The healthcare facility further stated that it was then identified that the tubing of the opt944 optiflow+ adult nasal cannula had detached from the 3-way connector. It was also reported that the opt944 optiflow+ adult nasal cannula could not be reconnected. The healthcare facility said that a non-f&p oxygen mask at a flow rate of 15l/min was then used while a new opt944 optiflow+ adult nasal cannula was fitted on the patient. However, the healthcare facility stated that the patient had a decreased level of consciousness and a decreased heart rate, and subsequently deceased. F&p made multiple attempts to request both the return of the device and additional information from the healthcare facility. However, no additional information has been provided by the healthcare facility and the device has not been returned.